Event description:
It was reported that an ilet user announced a meal incorrectly, selecting less than usual, after which blood glucose rose to 253 mg/dl and later decreased to 206 mg/dl as the correction algorithm responded. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem in which the procedure for meal entry was performed incorrectly, with no device problem found and the user interface noted as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.